Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd nano pro ultra-fine¿ pen needle bent during use. It is reported the patient's blood glucose was high. The following information was provided by the initial reporter: patient came into clinic to report he had a problem with pen needles bending when trying to injection. Nurse stated, the patients numbers were high as a result of not getting his insulin stated, she observed him trying to take two shots and the needles bent at patient end. State, she supplied him with some mini pen needles and he has not had a problem could not provide the item/cat/ndc number, just that they were bd nano pen needles sample available.

Manufacturer narrative:
The following field was changed due to corrected information: h.1. Type of reportable events: serious injury h.6. Investigation: no samples (including photos) were returned as of 6 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that the bd nano pro ultra-fine¿ pen needle bent during use. It is reported the patient's blood glucose was high. The following information was provided by the initial reporter: patient came into clinic to report he had a problem with pen needles bending when trying to injection. Nurse stated, the patients numbers were high as a result of not getting his insulin stated, she observed him trying to take two shots and the needles bent at patient end. State, she supplied him with some mini pen needles and he has not had a problem could not provide the item/cat/ndc number, just that they were bd nano pen needles sample available.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 5/7/2020. Investigation: customer returned (1) sealed 4mm, 32g pen needle from lot # 9057871. Customer states that the needles were bent when trying to inject and the numbers were high. The returned pen needle was tested and exhibited proper geometry on the cannula point, the od was measured 0.0091¿, and sufficient lube was observed. The sample was also tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd nano pro ultra-fine¿ pen needle bent during use. It is reported the patient's blood glucose was high. The following information was provided by the initial reporter: patient came into clinic to report he had a problem with pen needles bending when trying to injection. Nurse stated, the patients numbers were high as a result of not getting his insulin stated, she observed him trying to take two shots and the needles bent at patient end. State, she supplied him with some mini pen needles and he has not had a problem could not provide the item/cat/ndc number, just that they were bd nano pen needles sample available.